Event description:
The device is advertised to last 6 days, often times it is no longer accurate after 3 days. Another problem encountered is the device is often very inaccurate. It will show levels of 40 when in reality blood sugar levels are much higher. Many times once the device reads a low number, it will not change from the low number.